Event description:
It was reported that a patient presented to the emergency room due to a syncope episode. Device interrogation revealed failure to capture and intermittent capture on their right ventricular (rv) lead; it was also noted that there was lead fracture on the rv lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.